Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the umbilical cable was unplugged, and when the same cable was plugged back in, an error occurred. The given error was "application.exe has encountered a problem and needs to close". The issue was resolved by restarting the system. No patient present.